Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii-IV and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, seroma and rupture.

Event description:
Physician reported capsular contracture, baker grade 3-4, diagnosed by palpation, rupture and seroma. Left side. Device explanted and replaced.